Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading were 44 mg/dl and 35 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer report they did not allege insulin pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer reported that they did not used auto mode feature. The customer was treated with food. The customer declined to troubleshoot for the low blood glucose incident. The pump will not be returned for analysis.